Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. Nips testing was performed. Prior to testing, high shock impedances ranging from 140-144 ohms were noted. Impedances throughout the testing ranged from 85-93 ohms, with no anomalies noted. However, within 5 days of the tests, the impedances increased to a range of 128-145 ohms. No noise or artifact was observed. Technical services reviewed the case, and suggested to repeat the nips procedure, or lead replacement. This device system remains in-service at this time. Aside from the performed nips procedure, no additional adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Non-invasive programmed stimulation (nips) is to be scheduled for further troubleshooting. This investigation will be updated when further information becomes available. No adverse patient effects were reported.